Event description:
It was reported that on (B)(6) 2013, the patient felt poorly while kayaking and had a pulse rate of 30 beats per minute. On (B)(6) 2013, the patient presented in the hospital and the pulse generator was explanted. Upon removal, the device was interrogated and found to be in backup vvi operation. A lack of output and premature battery depletion was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis confirmed normal battery depletion.